Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating the force sensor system was compromised, and insulin was squirting out during the manual priming process. The customer's blood glucose was 135 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out and customer stated he was wearing the device during priming. Customer did not recall pressing the cap while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and declined to return the product for analysis.